Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) is performing testing in the getinge office. The reported incident was not duplicated. However, the fse noticed fault # 54 in the iabp diagnostic logs. The fse plans to replace the solenoid driver. A supplemental report will be submitted if subsequent information is provided. The iabp has not been released for clinical use.

Event description:
It was reported during patient therapy, the cs300 intra-aortic balloon pump (iabp) generated an autofill failure alarm, then shutdown. Although the customer attempted to restart the unit, the iabp kept shutting down. The iabp was replaced to continue therapy. No patient injury was reported.

Manufacturer narrative:
The fse replaced the solenoid driver board as a precautionary measure and all running tests passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported during patient therapy, the cs300 intra-aortic balloon pump (iabp) generated an autofill failure alarm, then shutdown. Although the customer attempted to restart the unit, the iabp kept shutting down. The iabp was replaced to continue therapy. No patient injury was reported.

Event description:
It was reported during patient therapy, the cs300 intra-aortic balloon pump (iabp) generated an autofill failure alarm, then shutdown. Although the customer attempted to restart the unit, the iabp kept shutting down. The iabp was replaced to continue therapy. No patient injury was reported.

Manufacturer narrative:
Corrected fields: (evaluation result codes).

Event description:
It was reported during patient therapy, the cs300 intra-aortic balloon pump (iabp) generated an autofill failure alarm, then shutdown. Although the customer attempted to restart the unit, the iabp kept shutting down. The iabp was replaced to continue therapy. No patient injury was reported.

Manufacturer narrative:
The getinge field service engineer (fse) that performed the evaluation of the iabp found that error code #54 was generated due to a signal failure from the solenoid driver board. The fse replaced the solenoid driver board and the unit passed all functional and safety test per factory specifications with no recurring problem. The fse also replaced the battery and safety disk due to expiration of hours. The iabp was then released to the customer and cleared for clinical service.